Event description:
Vaporizer on desflurane machine quit working bis monitor started indicating patient was coming out from sedation. Tank did not read empty. Vital sign change noted on bis monitor and indicated patient was coming out from sedation. Switched to another medication tank. No injury to patient who was locally anesthetized and under light sedation only. Machine removed from service and vaporizer replaced.